Event description:
It was reported by svc report that the brakes were not locking on either side, and a bumper trip was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footend brake crank assembly. Right platic brake pedal.